Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was unable to confirm any free flow or over delivery behavior by the pump. The pump history shows that the pump was programmed and started at 4:48 pm, not 6:02 pm. It also shows that no bolus requests were made by the patient, and no medication was delivered. The pump history also shows that the pump remained on and running until the following morning at 6:13 am, and was not turned off or stopped at 9:30 pm, when the patient was supposed to be given narcan. During the investigation the pump was tested for volumetric accuracy, where it was discovered that the pump was under infusing by three percent, not over infusing. Mmdg cannot replicate the complaint or find any indication that it occurred as reported. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump over delivered. They stated that the pump was programmed to deliver 0.08 ml bolus per hour (upon patient request), but that the 50 ml bag was delivered between 6:02 pm and 9:30 pm. They stated that the patient was found responsive at 6:02 pm and that narcan was administered at 9:30 pm. They stated that the patient responded well and no further intervention was required. Mmdg did make multiple attempts to follow up with the initial reporter, however, no further information was available. [(B)(4)].